Event description:
Caller reported a cartridge alarm 20 that occurred during the load process. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller in loading a new cartridge, but the alarm recurred, preventing successful insulin therapy resumption. A replacement pump with updated software was sent to the customer, who opted for mdi as backup therapy. Caller was instructed on returning the problematic pump and informed about procedures upon receiving the new pump, which was confirmed to be under warranty until august 29, 2026.